Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: 1. Did the needle fall into the patient? 2. If yes, was the needle piece(s) retrieved during the same procedure? 3. Were x-rays taken to locate the needle piece(s)? 4. What measures were implemented to retrieve the broken piece? 5. Was there any additional tissue damage resulting from the search for the needle piece? 6. Does a fragment of the needle remain in the patient¿s tissue? 7. If yes, was more than half the needle retained in the patient? 8. Is there any plan in place to remove the needle piece in the future? 9. If yes, could you please provide the scheduled date for the removal? 10. In which tissue structure was the broken needle located? 11. What is the surgeon's opinion of the potential consequences for the patient? 12. Please provide the source or title of external person providing answers to follow-up: received information as following from sales rep via phone today. The needle did not fall into the patient. D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. H3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one empty folder, one detached needle and one suture in several pieces outside the foil packet were received for analysis. The product code w9560 is double armed. Upon initial inspection of the needle, the closure channel area was noted to be as expected. The tip and body of the needle were examined under magnification and no anomalies or issues related to needle breakage were observed. The sample was tested by resistance test to needle and met the requirements. However, the suture pieces exhibited signs of degradation. Visual inspection of the foil revealed excessive wrinkles and holes in the cavity. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, it was reported that the needle broke when sewing in surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.